Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the left ventricular lead exhibited high impedance. Programming changes were made. The patient was in good condition and would continue to be monitored.